Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. Additionally, it was report the customer experienced a low blood glucose (bg) level of 43 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg level.